Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.